Event description:
It was reported that bd nexiva¿ closed IV catheter system needle was not retracting and getting stuck in the septum. When the nurse tries to pull out the needle, the IV catheter disconnects from the IV site. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR: lot was built and packaged on nfa line 1 from 05oct2018 through 14oct2018 for the quantity of (B)(4) ea. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were eight qn¿s initiated for this lot. Samples: received two unused representative 20ga bd nexiva closed IV catheter system-single port units within undamaged sealed packages from lot 8278516. The units were with all components present and intact. Visual/microscopic evaluation- (method-n/a): units: confirmed there were no signs of damage to any area of the units. Confirmed the units had no signs of cured adhesive in the areas of the grip, tip shield or winged adapter and there was no damage the retaining washer; all of which could result in hindering the units from disengaging. There were no signs of damage to the v-clip or tip shield; of which could be indications of failure to decouple. Removed the protective needle covers; there were no anomalies or damage (i.e. Bends, kinks, wrinkles, etc.) To the needles or catheters. Functional (needle disengagement and decoupling of units): gripped the finger grip between the thumb and index finger while holding the unit by the winged adapter with the other hand and pulled the needle back through the retaining washer and into the tip shield. The needles easily pulled back without resistance until the needle tip secured within the tip shield, at time of disengagement the catheter/adapter separated (decoupling) from the needle/grip: thus confirming a successful disengagement and decoupling confirmed there was no damage or traces of adhesive in the areas of the components that could result in decoupling issues. Pushed the needles to the out positon; no damage was observed. Conclusion(s): relationship of device to the reported incident: indeterminate - confirmation of the reported defects of (1) needle difficult disengagement and (2) failure to decouple, was inconclusive based on the observation and testing conducted on the units provided for this incident. There was no physical/mechanical evidence to confirm or support manufacturing processes related issues for reported defects.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system needle was not retracting and getting stuck in the septum. When the nurse tries to pull out the needle, the IV catheter disconnects from the IV site. No serious injury or medical intervention was reported.